Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team, following a complaint received regarding the heartstart mrx indicating that the handle was damaged. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that there was a malfunction of the defibrillator due to physical damage to the handle, which was subsequently resolved by replacing it with a new defibrillator handle. Based on the available information and testing conducted, it was confirmed that the reported problem with the defibrillator was indeed caused by physical damage to the handle. To resolve the issue, the damaged defibrillator handle was replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: updated coding. Added gtin and manufacture date

Event description:
It was reported the handle was damaged. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.